Event description:
It was reported that patient underwent a left total hip replacement. She developed groin pain post-op. X-rays showed loose acetabular component. She had tried also some conservative measures with no relief of her symptoms. Since the patient failed conservative treatment and she had a loose cup, she underwent an acetabular revision of the left hip.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.